Event description:
Patient had a total hip put in (B)(6) 2006, patient has declined in health since the operation in 2006. Patient came to doctors office to see why she was not feeling well in general, also had left hip pain. Doctor did culture in the office and found dull pus like fluid in patient joint, doctor scheduled for surgery. Patient was brought to surgery to remove the patient's components and replace with a biomet antibiotic spacer until infection was no longer present. Little dissection was used to remove the femoral stem, a slap hammer was used minimally to get stem out, poly liner was removed with an osteotome, doctor was able to put osteotome behind cup to chisel out the cup. Cup came out rather easily with no real effort, no on growth was seen on the acetabular cup. Space was implanted and closed in normal revision manner.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient had a total hip put in (B)(6) 2006, patient has declined in health since the operation in 2006. Patient came to doctors office to see why she was not feeling well in general, also had left hip pain. Doctor did culture in the office and found dull puss like fluid in patient joint, doctor scheduled for surgery. Patient was brought to surgery to remove the patient's components and replace with a biomet antibiotic spacer until infection was no longer present. Little dissection was used to remove the femoral stem, a slap hammer was used minimally to get stem out, poly liner was removed with an osteotome, doctor was able to put osteotome behind cup to chisel out the cup. Cup came out rather easily with no real effort, no on growth was seen on the acetabular cup. Space was implanted and closed in normal revision manner.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: 904mna. Cat. No.: 623-10-36g, trident 10° x3 insert 36mm ID, lot code: 39xmja . Cat. No.: 6021-0435, accolade plus tmzf hip stem #4, lot code: 18364703. Cat. No.: 6570-0-436, delta v-40 ceramic head 36/-2,5, lot code: 16188801. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.